Event description:
Allegations of hemolytic anemia, recurring chronic inflammation/infection of right chest wall with foreign body response, headache, fatigue, edema & joint stiffness, pain and numbness of fingers and hands, memory/concentration loss, levido reticularis.